Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to physical stress (physical load) by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process). The following items are included in the instruction manual regarding handling: "warning never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result." Olympus will continue to monitor field performance for this device.

Event description:
A customer returned an ultrasonic gastrovideoscope without a complaint. There was no report of patient harm. During incoming inspection, the acoustic lens had a scratch, that reached the glue layer. And the acoustic lens had peeled; due to physical and chemical stress. This medwatch is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus. In addition to evaluation in b5. Due to wear of lock engagement lever; up/down knob could not be locked securely. The air/water cylinder had discoloration. Due to damage on electrical connector; a noise image occurred. The light guide cover glass was deformed, the electrical connector had corrosion, the light guide rod was deformed, the scope connector had corrosion; due to water leakage. The plate had corrosion; due to water leakage. Shield disk had corrosion; due to water leakage. Shield plate had corrosion; due to water leakage. Due to peeling of acoustic lens; the displayed ultrasound image was defective. Due to damage on ultrasonic probe; the ultrasound image disappeared when operating the angle. The bending section cover had discoloration. Due to wear of angle wire; bending angle in up/down/right/left directions did not meet the standard value. Due to wear of angle wire; the play of up/down knob was out of the standard value. Due to wear of angle wire; the play of right/left knob was out of the standard value. The ultrasonic cable was deformed, the ultrasound connector case had a crack, the inner shield had corrosion; due to water leakage. The outer shield had corrosion; due to water leakage. The universal cord had buckling, the flexible circuit board had corrosion; due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.